Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report# 1627487-2018-07058. Reference MFR. Report# 1627487-2018-07057. Device information for the extension is received from the field. Additional device is added as device 3.